Manufacturer narrative:
It was reported that the batteries were depleted. The event occurred during treatment and the rotaflow console was exchanged. No harm to any person has been reported. The affected rotaflow console with serial number (B)(6) was investigated by a getinge field service technician on (B)(6)2026 and the reported failure could not be reproduced. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Based on the investigation results the reported failure could not be confirmed. However, the reported failure can be linked to the following most possible root causes according to our risk management file (dms#(B)(4)) - defect batteries - user forgot recharge it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The review of the non-conformities has been performed on (B)(6) 2026 for the period of (B)(6) 2019 to (B)(6) 2026. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2019. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the batteries were depleted. The event occurred during treatment and the rotaflow console was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).